Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set came off issue when patient stood up on (B)(6) 2026. The patient also reported that the pump belt clip broke and would not lock in place. Patient was provided with replacement product. No further information is available.